Event description:
The customer called for help with her breeze2 meter. While troubleshooting, she performed control tests and received a result of 173 mg/dl. The normal control range was 92 -126 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. The customer's meter was also to be replaced. Replacement products were sent to the customer.